Event description:
It was reported that a malfunction code appeared, but no notable events occurred prior to it. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in doing so, ensuring the malfunction did not recur. The customer was instructed to continue using the pump and to contact support again if the issue reappeared, which they acknowledged and understood.